Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid crystal display (lcd) is broken off of main board. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. Visual inspected noted a corroded drain fitting, cracked tank cover, damaged printed circuit board (pcb) and power switch. The liquid crystal display (lcd) was broken off the pcb confirming the complaint. It is unknown how the damage occurred however a suspected root cause was the lcd broke off the pcb board from user tampering. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.